Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), malaise ("being sick") and autoimmune disorder ("autoimmune disorder") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (to). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, discomfort, menorrhagia, rash, amnesia, migraine, dyspareunia, pelvic pain, malaise and autoimmune disorder outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amnesia, autoimmune disorder, discomfort, dyspareunia, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, sickness, autoimmune disorder, pain during intercourse, migraine headaches, rash, memory loss, discomfort, device ineffective, pregnant with essure micro-insert, abdominal pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Reporter added, event added : pelvic pain, sickness, autoimmune disorder, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 10-nov-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain. In addition, approximately 9 months after insertion procedure, she found out that she was pregnant (device ineffective). These both events are listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she became pregnant approximately 9 month after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 24-sep-2016. It refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, excessive rashes, memory loss, excessive migraine headaches, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms, but was unable to resolve them. In (B)(6) 2015, plaintiff discovered she was pregnant and later gave birth to a child on (B)(6) 2016. On (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain. In addition, approximately 9 months after insertion procedure, she found out that she was pregnant (device ineffective). These both events are listed in the reference safety information for essure. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she became pregnant approximately 9 month after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), pregnancy with contraceptive device ("pregnant"), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), rash ("excessive rashes"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), illness ("being sick") and autoimmune disorder ("autoimmune disorder"). The patient was treated with surgery (essure removal via hysterectomy). At the time of the report, the pregnancy with contraceptive device had resolved. The outcomes for abdominal pain, discomfort, heavy menstrual bleeding, rash, amnesia, migraine, dyspareunia, pelvic pain, illness and autoimmune disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered abdominal pain, amnesia, autoimmune disorder, discomfort, dyspareunia, heavy menstrual bleeding, illness, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, sickness, autoimmune disorder, pain during intercourse, migraine headaches, rash, memory loss, discomfort, device ineffective, pregnant with essure micro-insert, abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: report from lawyer. Essure removal method was specified. Imdrf-FDA synchronization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), rash ("excessive rashes"), amnesia ("memory loss"), migraine ("excessive migraine headaches"), dyspareunia ("pain during intercourse"), pelvic pain ("pain"), illness ("being sick") and autoimmune disorder ("autoimmune disorder") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, discomfort, heavy menstrual bleeding, rash, amnesia, migraine, dyspareunia, pelvic pain, illness and autoimmune disorder outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amnesia, autoimmune disorder, discomfort, dyspareunia, heavy menstrual bleeding, illness, migraine, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, sickness, autoimmune disorder, pain during intercourse, migraine headaches, rash, memory loss, discomfort, device ineffective, pregnant with essure micro-insert, abdominal pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.